Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent air bubbles were observed within the infusion set tubing. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. No additional information was provided.